Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records pertaining to this first revision event were provided for review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to luxation of the hip following a fall. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is likely that patient trauma contributed to the reported event as it was reported that the patient fell prior to the revision. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported: the prosthesis chosen by the doctor without informing the patient - iron constrained cup - broke under normal load on our mother. She was asked to finish living with the semi-luxated prosthesis - the steel ring broke. In the summer of 2023, management in hospital for new-onset heart failure causes full luxation. The patient then survived another operation where the same choice prosthesis was inserted. Stryker has received the broken prosthesis but the patient has not been allowed to participate in this process. We still don't know if irrigate chose the wrong prosthesis or if the material was faulty. As a daughter with power of attorney, yes, I want full transparency and find out what happened and any shortcomings in the choice of prosthesis/ missing information to the patient etc update: this stryker product was used on the (B)(6) 2021. Unfortunately, the hospital sent our mother to a rehabilitation hospital for older people where she arrived late friday evening and already on the following sunday morning this hospital totally failed in its job in both preventing an unnecessary fall (our mother fainted after being helped back in bed after a visit to the toilet). She woke up on a pillow on the floor, phoned me as she understood that this could have luxated the hip replacement from its position. The same surgeon, had then to operate on our mother a second time which was done on the (B)(6) 2021.

Event description:
It was reported: the prosthesis chosen by the doctor without informing the patient - iron constrained cup - broke under normal load on our mother. She was asked to finish living with the semi-luxated prosthesis - the steel ring broke. In the summer of 2023, management in hospital for new-onset heart failure causes full luxation. The patient then survived another operation where the same choice prosthesis was inserted. Stryker has received the broken prosthesis but the patient has not been allowed to participate in this process. We still don't know if irrigate chose the wrong prosthesis or if the material was faulty. As a daughter with power of attorney, yes, I want full transparency and find out what happened and any shortcomings in the choice of prosthesis/ missing information to the patient etc.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned.